Manufacturer narrative:
During follow-up, the patient said he acquired the uti because he reuses the ultram16c product. His doctor advised him not to reuse the product because reuse of catheters causes uti. The patient said he notice no defects or malfunction with the ultram16c product.

Event description:
Intermittent catheter patient (user) said he got a urinary tract infection (uti) concurrent with catheter use about a week ago and his doctor put him on amoxicillin. The patient said he was reusing catheters due to cost. During follow-up, the patient said he was prescribed an antibiotic, took the full course, and recovered fully.